Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved (B)(4). Analysis is pending.

Event description:
The ICD involved in this MDR was implanted on (B)(6) 2010; a sorin a (atrial) lead was used (bjf25d, (B)(4)). During the implantation procedure, it was impossible to connect the a (atrial) lead to the is-1 atrial port of the ICD. After several attempts and trials (lead and connector port swapped: a lead in is-1 lv connector (ok); lv lead in is-1 a connector (ok)), the physician connected a standard medtronic 2-way-connector (y) to the is-1 a connector of the implant: the a lead was connected to the first way, and a plug was placed in the second way. The pt suffered from af. Atrial sensing was very weak, no threshold test was available to confirm if the latter assembly was ok (no file available). However, normal impedance was observed. The system remained implanted as is.